Event description:
It was reported that the syringe pump module did not recognize the "bd syringe" which leads the customer to select "monoject" from the dropdown. It was also reported that while providing the ampicillin to the patient, the syringe pump would recognize only 6ml instead of the volume being 10ml. The customer tried rescan, reload and resent methods however had to manually program the medication. There was patient involvement but no harm. Although requested, further information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.